Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of entire endoscope] check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were identified during the device evaluation: (a.) The light guide cover glass scratch, (b.) The video connector case crack, (c.) The video connector case deformed and damaged, (d.) Scratches and chips were found on the bending section cover at the distal end, (e.) Operation paint is peeling, (f.) The ventilation mouth has backlash, (g.) The light guide hose is dirty, (h.) And the switch 1 button has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoeye flex deflectable videoscope was received at an olympus service center for evaluation with a report that the adhesion was peeling. There is no report of patient or user harm associated with this event. During inspection and testing, it was observed that the adhesive around the objective lens was peeling. This report is being submitted for the malfunction found during the device evaluation.